Event description:
It was reported the stapler was used during a hartman reconstruction. The pt had to be re-operated a few days later. The pt later expired.

Event description:
It was reported that the md decided to use a device, a cdh33 for the procedure, since it was the only available device. The md admits that the cdh33 was probably too large for the pt's bowel size. The donuts were not complete after firing the device. A water leak test was performed and leakage was noted. The stapleline was reinforced with suture and the pt received a temporary colostomy. The pt was re-operative on 1/13/01. There was no suture line reinforcement done since the md decided to leave the colostomy as permanent. The cdh suture line was removed and not saved. The pt was under antibiotics since the original procedure. There was not an autopsy performed. The cdh33 was not save since this device worked fine.